Event description:
It was reported that the pump triggered a no disposable alarm while a cassette was attached. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: the sample was returned for investigation. The sample was received in used condition without its original packaging open and inside in a plastic bag. The samples were visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample received did not present any damaged, kink, cut that could cause the failure mode reported. The sample was connected to the pump, and no alarms were activated. The arc height in pump tube was out of spec in samples tested, complaint was confirmed by the pump tube height being out of specification. The root cause of the issue was that the pump tube was not adjusted correctly during the assembly process. For corrective action, work instructions were updated to add a pump tube height inspection station as the final step in the assembly process. The root cause was traced to manufacturing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).